Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. Bolus was delivered to address elevated bg level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.